Event description:
It was reported that the patient's generator showed high impedance and output status limit. The provided session reports do not have dcdc codes available (impedance measurements for m102r generators), indicating that normal mode diagnostics and not system diagnostics were performed. It is unknown if system diagnostics were performed. As system diagnostics were not performed, the true impedance value is unknown at this time. No additional relevant information has been received to date.

Event description:
The patient underwent full revision due to high impedance. The explanted devices were discarded per explant facility policy. No additional relevant information has been received to date.